Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's current blood glucose value was unknown. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump for high blood glucose level. The infusion set was looking like a fish hook. Troubleshooting was performed for high blood glucose levels. The customer was advised to change the entire set, reservoir and insulin and treat per back up plan. The device is not expected to be returned for analysis.